Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain as a result of the peritonitis and was treated with unspecified antibiotics. The patient later recovered from the events and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused a reoccurrence of peritonitis manifested by abdominal pain. The break in aseptic technique was further described as touch contamination. The patient was hospitalized and was treated with vancomycin (2 grams, once a week, ip) for peritonitis on the same day. A day later, the patient was discharged from the hospital. On an unreported date the next month, treatment with vancomycin was discontinued. The outcome of this event was not reported. Dianeal therapy was ongoing. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13g10033 and h13f03014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information regarding the event: it was reported that the patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy and was again hospitalized for the event. The patient was treated with unspecified antibiotics. The patient was later discharged from the hospital. The patient is reported to be recovering from the peritonitis and they have completed their antibiotic therapy. Should additional relevant information become available, a follow-up report will be submitted.